Event description:
Event description: the patient reported concerns with their teladoc blood pressure monitor. The patient went to their doctor and had medications re-prescribed due to receiving higher than expected readings on the device. The patient did side-by side- comparisons with a manual device. The results of the teladoc monitor was 143/94 and the manual monitor results were 123/85 and 125/90. The patient did not receive medical treatment as part of the device malfunction. Manufacturer narrative: (provided by teladoc) the patient was sent a replacement device to resolve this issue.the device associated with this incident has not been returned for investigation.if the device is returned an investigation will be conducted and a supplemental report will be filed.

Manufacturer narrative:
Cause: without the defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. Please note: 1. If the patient compares the manual readings using different arms, the method is incorrect as it can lead to variations in the readings. For a valid comparison, measurements should be taken on the same arm, allowing a rest interval of 1-3 minutes between readings. 2.clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population. However, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns. As a result, the effectiveness of this device for such users has not been established. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.